Event description:
It was reported, premature elective replacement indicator (eri) was observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.